Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. During deployment, the valve kept "popping out" from the native annulus. The valve was retracted three times and the confida guidewire was switched to a stiffer non-medtronic guidewire. During removal of the valve from the delivery catheter system (dcs), one of the valve leaflets was noted to be open. An attempt was made to flush with normal saline to close the leaflet, but was unable to do so. The valve and dcs were replaced and the new valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutpro-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product ID gwbc30 (lot: 92106945); product type: 0193-guidewire; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.